Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during surgical tracheostomy procedure with deep sedation, patient had persistent circuit leak with mechanical ventilation. An emergent tracheostomy tube change was performed. No adverse health outcome resulted from this event.